Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 3 months due to aortic stenosis. The patient presented with heart failure and shortness of breath. The tavr was performed with a 26mm 9755rsl transcatheter valve. The patient was stable post procedure.

Event description:
It was reported that a patient with a 27mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 3 months due to aortic stenosis. The patient presented with heart failure and shortness of breath. The tavr was performed with a 26mm 9755rsl transcatheter valve. The patient was stable post procedure. Per medical records, patient underwent tavr after an implant duration of 5 years 3 months due to severe stenosis. Patient was admitted with cirrhosis for diuresis and optimization of heart failure prior to tavr. Tee suggestive of aortic valve dehiscence, no pvl, with severe stenosis. Due to patients high-risk status for surgical replacement due to liver failure and root enlargement, patient underwent transcatheter treatment without complication. Patient discharged on pod#1. Per medical records, initial procedure ((B)(6) 2020) was indicated for ascending aortic aneurysm and bicuspid native aortic valve stenosis. Intraoperatively, ntj up to distal ascending aorta noted to be dilated, requiring ascending aortic replacement with 28mm gelweave graft. Native aortic valve was completely excised and replaced with a 27mm 11500a valve placed supra-annularly. Patient was weaned from cpb without difficulty and tee demonstrated good seating with no pvl and good lv/rv function. Patient discharged on pod#4.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) . Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including cirrhosis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a patient with a 27mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 3 months due to aortic stenosis. The patient presented with heart failure and shortness of breath. The tavr was performed with a 26mm 9755rsl transcatheter valve. The patient was stable post procedure. Per medical records, initial procedure (B)(6) 2020) was indicated for ascending aortic aneurysm and bicuspid native aortic valve stenosis. Intraoperatively, ntj up to distal ascending aorta noted to be dilated, requiring ascending aortic replacement with 28mm gelweave graft. Native aortic valve was completely excised and replaced with a 27mm 11500a valve placed supra-annularly. Patient was weaned from cpb without difficulty and tee demonstrated good seating with no pvl and good lv/rv function. Patient discharged on pod#4.